Manufacturer narrative:
Corrosion damage within the internal components was identified as the probable cause of the device overheating. Corrosion damage can lead to overheating as a result of increased friction between the moving components.

Event description:
The micro oscillating saw with xi blade mount was sent for eval because the handle was getting hot during a procedure. No adverse event was associated with the device; no further info was provided by the account.